Manufacturer narrative:
(B)(4). Incomplete/interrupted cycle. The analysis results found that the instrument was received in good visual condition and with two cartridge reloads present. Cartridge a was received fully fired. Cartridge b had the swing tab in the locked position, and the proximal six drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge b and it fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, after stapling with the cartridge, the surgeon noticed that the inner staple line was not completed. A lot of staples kept opening. Another device was used to complete the procedure. There were no adverse consequences for the patient.